Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation of this pump, it was found to falsely alarm for upstream occlusion. This was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's evaluation of this spectrum pump, it was found to alarm falsely for upstream occlusion.